Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump twice alarmed off no power. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that they did receive a low battery alert prior to the alarm. It was also found that the pump shut off by itself. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic stack. Analysis was unable to perform self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, operating currents, off no power test and excessive no delivery test due to blank display. Analysis was also unable to verify a3 and a9 alarms due to blank display. Unable to confirm unexpected low battery alarm watchdog alarms/anomaly and off no power anomaly due to blank display. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads and missing end cap sticker.